Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy and that the right ventricular (rv) lead exhibited noise and high/ undefined pacing impedance. A lead integrity alert (lia), a rv lead noise warning and a rv bipolar lead impedance warning were triggered. A possible lead fracture was suspected. The lead was reprogrammed and then later capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, oversensing due to electromagnetic interference/noise, oversensing due to non-physiologic signals/sensing integrity counter, and unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.